Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump was received with all buttons responding properly. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, or stuck button alarm noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 349 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported to have experienced a high blood glucose of 349 mg/dl and a low blood glucose of 68 mg/dl. Customer treated with insulin pump and food. Customer blood glucose was 152 mg/dl at the time of call. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.